Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode. An initial burst of anti-tachycardia pacing (atp) accelerated the ventricular arrhythmia into the ventricular fibrillation (vf) zone, where one electric shock was delivered with successful arrhythmia conversion. Further review was recommended by technical services (ts). No additional adverse patient effects were reported. This device remains in service.